Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 5/12/98).

Event description:
The iab leaked and the iab was removed. A second was inserted into the pt. (Multiple event to customer complaint number 97-01323, 97-01324). On 4/15/98, datascope was notified that the iab was probable discarded and would not be returned for eval. [Event complications]: unk-reported 11/6/97. [Pt's current status]: unk-rpt'd 11/6/97.